Event description:
It was reported that the catheter was stuck. The target lesion was located in the inferior vena cava. An angiojet zelante catheter was used for percutaneous trans-inferior vena cava thrombectomy procedure. However, during the procedure, the catheter was stuck on wire under power pulse mode. The device was simply pulled out from patient's body and the procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the catheter was stuck. The target lesion was located in the inferior vena cava. An angiojet zelante catheter was used for percutaneous trans-inferior vena cava thrombectomy procedure. However, during the procedure, the catheter stuck on wire under power pulse mode. The device was simply pulled out from patient's body and the procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual and microscopic examination revealed no damages. Device to device interaction test was performed by inserting a test guidewire into the device. The guidewire was able to pass through without any issues.